Event description:
A customer reported that the sys locked on the "red screen" during a vitrectomy procedure. The sys had to be rebooted and consumables reprimed to complete the procedure. There was no pt harm due to the use of valved trocars.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).